Event description:
Distributor reported on behalf of home-care pt stating that a father was removing his son's device, when he noticed the cannula broke off of the administration set. It is unk if the cannula remained under the pt's skin. The pt did not receive medical intervention for exploration or removal of the cannula. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.